Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed that the customer had experienced consecutive cartridge alarms and decided to replace the pump. The caller was informed about the updated software in the replacement pump and advised on using backup therapy to avoid interruptions in insulin delivery. Instructions were given on handling the current pump, returning it via ups, and managing the replacement pump upon arrival.